Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter is affiliate. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2017, surgery was performed for clavicle bone executive fracture. During the surgery, the 3.5mm titanium locking compression plate (lcp) clavicle plate broke during bending. Breakage occurred at the notch of the implant. Surgeon used a reconstruction plate instead. No broken fragments were left in the patient. Surgery was completed with a delay of approximately 5 minutes. No adverse consequence to patient was reported. Surgeon stated the breakage may have been caused by excessive bending of the plate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed: non-sterile 04.112.009 / h226317 was manufactured in us. Manufacturing location: elmira, manufacturing date: 21-nov-2016: part no: 04.112.009(EU item no.) Lot no: h226317 (non-sterile) ¿ 3.5mm ti lcp sup ant clavicle pl w/lat extn 6h/lt/108mm. Quantity 60. Components reviewed: raw material for titanium part 29003, lot h046092 meet specification. Raw material receiving/putaway checklist meets requirements. Inspection sheet, final inspection meet inspection acceptance criteria. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was performed. As received condition: part was received loose in a bag. Part is etched with the part number ¿04.112.009¿, the lot number ¿h226317¿, the synthes logo, the ¿ce0123¿ mark, an ¿l¿, and a ¿lat¿ mark accompanied by an arrow; all laser etch markings are present and appropriate per final inspection sheet. The part is substantially bent and twisted in the area surrounding holes e and f. The part is also bent between holes a and b to a lesser degree. Holes d, e, and f are visibly warped, and additional damage is detailed below. Hole l5: a straight gouge runs across the bottom side of the plate, across the hole. Hole a: a small gouge or dent on the top side of the plate extends from the slot to the very edge of the ¿lat¿ laser etch. The part is bent slightly downwards between holes a and b. Hole c: surface scratches are present on the bottom side of the plate, near the threads. The top side of the plate, near the slot, has a shallow gouge. Hole d: the hole is warped; the slot is narrower, and the threaded portion is no longer circular. The top side of the plate, near the threaded portion of the hole, shows a small gouge or dent. Beginning near this hole and continuing to the end of the part, the overall shape of the part is visibly distorted compared to the top-level drawing. Hole e: one wall of the slot is completely broken. The overall shape of the slot is narrower. The notches on either side of the hole show deep, crescent-shaped impressions on the top side. A gouge extends from the top side of the plate nearly into the threaded portion of the hole. Hole f: the threaded portion is no longer circular. Various other small dents or gouges are present on both the top and bottom sides of the part. Conclusion: this lot met all visual and dimensional criteria at time of release for shipment with no issues documented that would contribute to the complaint condition. It has been concluded that any damage, breakage, gouges/scratches, or out-of-specification condition is the result of damage after the product left manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.